Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly

Event description:
The manufacturer received a stryker collaborative study named " a retrospective data collection of internal fixations with the salvation 3di plating system" that contains collected data on the usage and the outcomes of salvation 3di plate. The report details analysis provided for revision procedures performed between (B)(6) 2022 to (B)(6), 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: in one patient one screw lost purchase within in first 6 months post op and became prominent. It was explanted. No furthur complications occured in patient.

Manufacturer narrative:
Correction - please refer h6 health code. This complaint has been generated based on findings discovered during literature and clinical review process. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a stryker collaborative study named " a retrospective data collection of internal fixation with the salvation 3di plating system" that contains collected data on the usage and the outcomes of salvation 3di plate. The report details analysis provided for revision procedures performed between june 12, 2022 to july 25, 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: in one patient one screw lost purchase within in first 6 months post op and became prominent. It was explanted. No furthur complications occured in patient.